Manufacturer narrative:
(B)(4). Section b2: no outcomes attributed to adverse event. Section d9: no. Device not available for evaluation. Section b3: date of event was not provided. Section h11: method: the subject mr850 respiratory humidifier was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that the audible alarm of a mr850 respiratory humidifier was not functioning. Conclusion: based on the information provided by the customer, we are unable to confirm the cause of the faulty speaker. The mr850 respiratory humidifier technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in california reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in california reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.